Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 2 of 4. The hp was connected to the hc at the time of the alarm. The technical service representative (tsr) explained the alarm and had the caregiver (cg) cycle the power to clear the alarm. The tsr explained that the supplies were compromised. The cg stated that the hp would finish the therapy manually. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.